Manufacturer narrative:
As of 04/07/2021 unused returned and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report received by aso on 03/20/2021 consumer reported the product caused her skin to bleed and blister upon removal. On completed cir received on 03/29/2021, consumer stated sought medical attention, and was prescribed antibiotics. Consumer added the issue was with the tape area.